Event description:
On (B)(6) 2011, patient reported she had to go to the hospital for elevated blood glucose levels that she could not bring down using the infusion device. Patient stated, it was because the infusion sets were not working correctly. Patient is using a competitor's infusion set. Patient reported, she was taken to the hospital on (B)(6) 2011 with a blood glucose level over 600 mg/dl. Patient stated, she was treated with an insulin drip. Patient reported, she does not have a normal blood glucose range but she can be between 100-300 mg/dl during a day. Patient stated, she is not sure why the infusion sets were not working but as soon as she tried to use them, her blood glucose levels have been elevated. Patient reported, she did not receive any error messages during the elevated readings. Patient stated, she has had more stress but no other lifestyle changes. Patient reported she believed the infusion device was working correctly. Patient stated, her blood glucose level is fine now. Advised patient to contact the manufacturer of the infusion sets to report the issue. Product was replaced and requested return of the alleged product for evaluation.